Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen and the drawer produced a clicking sound. The station was rebooted multiple times. The field service engineer (fse) found that drawers 3.1 was not detected on the bus. Both drawer control printed circuit boards tested faulty using an ohmmeter, and the half height module control printed circuit board did not power up. The fse replaced both half height control printed circuit boards and the half height module control printed circuit board. The customer was then able to successfully access the drawer. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station displayed a black screen. The drawer produced a clicking sound, and station was rebooted multiple times. However, there were no delay or adverse events or injuries reported based on this event.